Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a login failure but unable to determine the cause of the issue. The technical support specialist analyzed the system and identity server logs and identified repeated login failures due to invalid credentials and incorrect password responses from the customer¿s active directory. The issue was confirmed to occur across multiple devices, ruling out a station-specific problem. The customer was advised to verify and reset the user¿s active directory credentials. The user was subsequently able to log in successfully without any changes made to the pyxis system, confirming the issue was related to user credentials. The case was closed after normal login functionality was restored. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a user entered a username at station and immediately received an unable to authenticate error. The account was not locked and was visible in station, but sign-in was unsuccessful. During troubleshooting, sign-in was briefly successful when biometric identifier (bio-ID) exemption was applied; however, authentication failed again once the exemption was removed. But entering the badge scan code and scanning the badge allowed successful access. However, there were no delays or adverse events or injuries reported based on this event.